Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead and implantable cardioverter defibrillator was explanted and replaced. The right ventricular lead exhibited far r- oversensing and inappropriate antitachycardia pacing.

Manufacturer narrative:
Correction: incorrect serial number.

Event description:
Related manufacturer reference number:2017865-2020-02173. It was reported that the implantable cardioverter defibrillator and right ventricular lead delivered inappropriate antitachycardia pacing due to ventricular oversensing. The device and lead were explanted and replaced.

Manufacturer narrative:
The reported events of over sensing and inappropriate high voltage out were confirmed. A partial lead (distal end) was returned in one piece measuring 44.7cm/44.0cm. Analysis found an external insulation abrasion breaching the ring electrode cable lumen in between the shock coils at 13.2cm to 13.4cm and 39.8cm to 41.3cm from the distal tip. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event was isolated to the abrasion of the one ring electrode etfe cable coating.